Manufacturer narrative:
Physio-control determined that capacitor, designator c58 on the power module pcb assembly was electrically shorted, which caused the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device powered off by itself when testing with a new power module that was part of an upgrade. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio observed that capacitor designator c58 of the power module assembly had failed.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device powered off by itself when testing with a new power module that was part of an upgrade. There was no patient use associated with the reported event.